Manufacturer narrative:
The user reported the charging cable and the controller melted together while the device was charging. The controller was returned for investigation. The charging cable and adapter were not returned. Thermal damage was observed to the charging port of the controller. Further inspection of the charging port receptacle found a red fiber present on the charging port pins. Additional debris was observed within the charging port receptacle. The interior second back cover was removed to inspect the pcbas and the fluid ingress sensors. The fluid ingress sensors on the pcbas were observed to be white, indicating they did not come into contact with fluid. No damages or defects were observed to the pcbas. No download data was obtained as the device was not plugged in due to the thermal damage observed at the charging port. Cloud logs were not uploaded by the user. The transient nature of small shorts that cause these events often results in the elimination of the evidence due to the heat generated. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. It could not conclusively be determined if the observed debris caused the reported thermal event.

Event description:
A patient reports while charging their controller the port on the controller and the charging cable had melted. The patient reports their controller is still working but unable to charge it.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented.